Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a hysteroscopy procedure to remove a fibroid, the doctor requested the use of a mini resectoscope with its respective disposable parts. Two units of product code 011050-01, described as a bipolar half-moon loop, lot 843018, were used. However, at the moment of insertion into the patient, both loops presented a structural failure (breakage), making their use impossible during the procedure." No negative impact in state of health reported.